Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that during preparation of the 6.5 x 100 mm supera self-expanding stent system (sess), the white tip was separated from the delivery system. The device was not used. A new supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported tip separation was likely due to inadvertent mishandling prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.